Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that during testing the batteries failed the run time test and batteries were replaced. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that during preventive maintenance, the cs300 intra-aortic balloon pump (iabp) batteries had a short run time. There was no patient involvement reported and no injury or harm reported.